Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported the patient has been using the bhs device for about two weeks with the sflx 2 coil. He says that within that two week he has twice been awakened at night with a very sharp burning pain in his groin. He also said a couple times he has felt a shocking sensation in his foot and ankle. Both sensations are on the same leg as the coil. He is wearing kinesiology tape around his foot and is wondering if that could be contributing. He said he has inspected the device and there doesn't seem to be anything loose or faulty. I asked him if he has made any recent changes to his routine such as exercise or stretching and he said that everything is the exact same as two weeks ago. The patient stated that he gets a really sharp pain in his groin. This started about 2 weeks ago. The shocking sensation around the left foot and ankle after 4 to 5 days after starting using the bhs device and the sflx 2 coil. The patient stated that it is similar using the tens unit. The patient stated that so far, he had about 6 shocking sensations on the left ankle and foot the patient is feeling electric shocks. The patient stated that he only has this feeling while using the unit. The patient uses the unit during the night. The pain level on the groin 10. The pain level at the level on the left foot is a 6. The shocking sensation on the surface and below the surface of the skin. The patient has not increased his daily activity. The patient is not weight bearing on the left leg. The patient did not call his doctor. The patient thought there might be a short in the stimulator. The patient takes aspirin and tylenol every night. The patient is returning the sflx 2 coil. The bhs assembly was not returned for evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in february 2023. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient has been using the bhs device for about two weeks with the sflx 2 coil. He says that within that two week he has twice been awakened at night with a very sharp burning pain in his groin. He also said a couple times he has felt a shocking sensation in his foot and ankle. Both sensations are on the same leg as the coil. He is wearing kinesiology tape around his foot and is wondering if that could be contributing. He said he has inspected the device and there doesn't seem to be anything loose or faulty. I asked him if he has made any recent changes to his routine such as exercise or stretching and he said that everything is the exact same as two weeks ago. The patient stated that he gets a really sharp pain in his groin. This started about 2 weeks ago. The shocking sensation around the left foot and ankle after 4 to 5 days after starting using the bhs device and the sflx 2 coil. The patient stated that it is similar using the tens unit. The patient stated that so far, he had about 6 shocking sensations on the left ankle and foot the patient is feeling electric shocks. The patient stated that he only has this feeling while using the unit. The patient uses the unit during the night. The pain level on the groin 10. The pain level at the level on the left foot is a 6. The shocking sensation on the surface and below the surface of the skin. The patient has not increased his daily activity. The patient is not weight bearing on the left leg. The patient did not call his doctor. The patient thought there might be a short in the stimulator. The patient takes aspirin and tylenol every night. The patient is returning the sflx 2 coil.